Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs. Additional suspect medical device component involved in the event: model number/catalog number: db-4600-c, serial number: n/a. Batch/lot number: 34252531, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patients' skin was thin and caused impaired healing causing erosion of the burr hole cover of the deep brain stimulation (dbs) system to be exposed. The physician decided to explant the entire system. It is unclear as to which of the two burr hole covers was exposed. The patient is doing well post operatively, no devices will be returned as they were disposed of by the facility.